Event description:
A malfunction alarm occurred with the pump, identified as alarm 20, which persisted despite following proper loading techniques. The customer declined to report any adverse impact on blood glucose levels, thus no specific information was available. Technical support assisted in loading a new cartridge, but the issue persisted, leading to a decision to replace the pump. The customer was instructed to use an alternate form of therapy, mdi, and understood the steps to return the malfunctioning pump.